Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the buttons weren't working but they were able to get it to work to give a bolus. Customer stated that they then received a button error alarm. Customer's blood glucose was 152 mg/dl at the time of the incident. Customer stated that it was a very hot day and they were cleaning the house. The pump has not fallen or been bumped. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.